Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the customer experienced low blood glucose due to scroll wrap feature caused her to over bolus. Customer was taken to ER last (B)(6) 2014. Customer's blood glucose was 37 mg/dl. Customer was not in an accident. Customer was treated with IV and lots of glucose. Customer was wearing the insulin pump at the time of the ER visit. No further information provided.